Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted due to dislodgement. The lead was repositioned once and dislodged again. High thresholds were also noted. After the second dislodgement, the physician elected to explant the lead and implant a new lead. There were no additional adverse patient effects reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.